Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and small trace of ketones; cause was unknown. A manual injection was administered to address bg. Review of the pump data logs by tandem technical support verified that there was no abnormalities observed in the data which would contribute to the customer's high blood glucose. Recommendation was made to consult with healthcare provider regarding diabetes management.